Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for liquid foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for liquid foreign matter was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for liquid foreign matter with the incident lot was observed. Evaluation/testing of the customer samples was conducted and liquid foreign matter was observed. Additionally, evaluation/testing of the retain samples was conducted and liquid foreign matter was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta 5.4mg tubes had transparent, liquid-like additive inside of them. No serious injury or medical intervention reported.